Event description:
It was reported that the micro saggital saw heated up during a procedure. A back-up device was used to complete the procedure without patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded and the sag head assembly was found to be damaged. The presence of corrosion in the motor assembly and damage in the sag head assembly is likely to cause or contribute to the handpiece overheating.